Manufacturer narrative:
This file is related to (B)(4) and is capturing the second oacl-10-7 stent which was placed. Device evaluation: (B)(4) units of lot numbers: c2183985 and c2182047 of oacl-10-7 were returned opened in their original packaging. With the information provided, a physical examination and document based investigation was conducted. The devices related to this occurrence underwent a laboratory evaluation on the 22 jan 2025. Refer to the product return object (B)(4) examination of returned device field for lab attendance and lab evaluation notes. Device 1 - (B)(4). Visual inspection: stent, pushing catheter, guiding catheter, positioning sleeve and wire returned. Stent examined and hole observed on non tapered end. Damage observed on the flap. Biological material observed on the stent. Pushing catheter examined and no damage observed. Guiding catheter examined and no damage observed. Wire examined and section of wire exposed from black tubing. Functional inspection: pushing catheter moves freely over the guiding catheter. Device 2 - (B)(4). Visual inspection: stent, pushing catheter, guiding catheter, positioning sleeve returned. Stent examined and significant kink observed at the flap of the non tapered end. Pushing catheter examined and no damage observed. Guiding catheter examined and no damage observed. Functional inspection: pushing catheter moves freely over the guiding catheter. Confirmation was received from the customer that of the two devices returned under (B)(4), the second device of lot number: c2182047 returned and evaluated as (B)(4), was the complaint device for (B)(4). Manufacturing records: prior to distribution, all oacl-10-7 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for oacl-10-7 device of lot number: c2182047 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the oacl-10-7 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number: c2182047. Instructions for use and label: the instructions for use (ifu0096), which accompanies this device instructs the user to inspect the device prior to use, "visually inspect particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." Additionally, it states under the precautions section, "do not use this device if stent cannot advance through strictured area." There is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0096). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the stent becoming damaged during the initial placement, either during advancement through the accessory channel of the endoscope or when being advanced by the pushing catheter to the target location whereby additional force was exerted by the user. The returned devices contained significant kinks at the flaps on the non-tapered end which would align with the reported issue that caused the stents to "fall off" or migrate as the flaps had sustained damage and therefore could not maintain the position of the stent. It is also possible that as the user was attempting to place and retrieve multiple stents in the common bile duct, interaction with the stents and efforts to manipulate them during advancement or withdrawal may have contributed to the damage sustained. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, the stent assembly fell off during the release of the second one, making it impossible to release the stand, confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the stent becoming damaged during the initial placement, either during advancement through the accessory channel of the endoscope or when being advanced by the pushing catheter to the target location whereby additional force was exerted by the user. The returned devices contained significant kinks at the flaps on the non-tapered end which would align with the reported issue that caused the stents to "fall off" or migrate as the flaps had sustained damage and therefore could not maintain the position of the stent. It is also possible that as the user was attempting to place and retrieve multiple stents in the common bile duct, interaction with the stents and efforts to manipulate them during advancement or withdrawal may have contributed to the damage sustained.

Event description:
In this case, doctor put two 10-7. When the first one was placed and the second one was to be placed, the stent assembly fell off during the release of the second one, making it impossible to release the stand, so the second one had to be taken out again, which caused the first one to fall off. In the end, doctor took two new ones to place again.